Event description:
It was reported that the customer's insulin pump had a blank display. The insulin pump had a crack on the upper right hand corner of the lcd display. His blood glucose level was 231 mg/dl. The customer experienced a low blood glucose level as well. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with corroded battery tube, cracked case at display window corners, reservoir tube lip, broken reservoir tube lip and scratched lcd window.